Event description:
Reporter alleged obtaining a discrepant blood glucose result of 157 mg/dl back to back with a result of 81 mg/dl within 10 minutes of each other in the memory of aviva system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.